Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00565, 00567.

Manufacturer narrative:
After the initial report it was determined that there was no complaint stated against these products and no serious injury that occurred. Please void the initial report.

Manufacturer narrative:
Additional information located; updated incident description.

Event description:
Allegedly revised due to pain. Cup was cut and replaced with a depuy cup. There was little ingrowth on the conserve cup surface. The ball head was taken out and replaced as well. The neck (pha0-1254 # 056345329 was left in and cold-welded. We could not attempt to take out neck because of the broken threads. We were informed it was the left side of the hip that was going to be revised but in fact it was the right hip that was operated on or else we would've had special instruments brought in to help extract the neck. Previous right hip revision captured on complaint # (B)(4). The neck was captured in that complaint as well. Additional information located on 06.20.18: allegedly the patient was revised due to mom complications.